Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000151762. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that impedance check revealed high impedances on one of the leads. A fracture was not confirmed via imaging.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's lead is fractured causing ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is fractured.